Manufacturer narrative:
The pacemaker and the associated lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The available ECG documented pacing markers in accordance with a heart rate of 66ppm. However, ineffective pacing was observable confirming the clinical observation. The intrinsic heart rate was documented to be 23bpm. Furthermore the available device data, particularly the follow-up data from (B)(6) 2019 documented an increase of the ventricular bipolar lead impedance since approximately two days. The ventricular pacing threshold was reprogrammed to 3.0v on that day. On (B)(6) 2019 the pacing threshold was programmed back to 2.3v. The root cause for the clinical observation could not be determined based on all data available for analysis. However, an intermittent lead problem cannot be excluded totally. Should additional relevant information become available, the investigation will be updated.

Event description:
After an implantation period of approx. 9 months, a temporary loss of capture with increased ventricle pacing threshold and impedance was reported.